Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not boot up correctly. Review of the system log file showed errors pointing to a potential mains power issue or a malfunctioning sib (system interface board). Upon troubleshooting, the fse found that the power supply on the gpdu (general power distribution unit) was defective and there was no 12v/24v supply. The fse replaced power supply unit in m-cabinet. The defective power supply was returned to philips for further analysis. The analysis confirmed the malfunction of the power supply. Following the replacement of the power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system does not start up correctly and the start-up counter gets stuck at 00:00. The device was not in clinical use. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the power supply in the m-cabinet. The device was returned to use in good working order.